Event description:
It was reported that during a routine device change out, no capture along with undersensing and high unstable thresholds of the right atrial lead was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace measurement log data shows an increase for minimum and maximum atrial pacing of 472 to 672 ohms peak between (B)(6) 2012. The save to disk file (B)(4) shows a parity error index of one, addr =3 eaf, data=4, on (B)(6) 2007.